Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue. On 30 october 2017, leica biosystems received information from the customer stating that one case was recommended for rebiopsy. See manufacturer's report # 8020030-2017-00078 for more detail. If additional information is obtained from the customer a follow up report will be submitted.